Manufacturer narrative:
Related voluntary medwatch form received: mw5172730.

Event description:
Voluntary medwatch form mw5172730 received states: it was reported that this non-(B)(6) right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that the measurements went up and then came back down. No noise and shocks delivered were observed. Which was suspected to be caused by spring contact issue. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.